Manufacturer narrative:
User documentation provides instructions on osteotomy preparation and implant placement procedures. Abutment may fracture or break if over-torqued. User documentation includes information on recommended abutment torque levels. The recommended implant insertion torque and implant attachment torque is 30 ncm. Clinician did not provide the following information: amount of torque used on abutment, and whether a thorough evaluation of the patient's medical status and health history was performed. Device not returned for evaluation.

Event description:
Clinician reported fracture above the threads. Surgical intervention will be required to remove the fractured portion of the abutment. Clinician indicated that patient will need to flap tissue to get fractured piece out.

Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Clinician did not provide the following information: whether primary stability was achieved. Per IFU, patients should be instructed to maintain routine follow-up visits for hygiene and attachment function evaluation. Abutments must be re-tightened at follow-up visits to the torque specifications listed in the IFU. Follow-up visits are recommended at 6 month intervals. Final evaluation of the device was performed. Conclusion: failure to follow instructions; device fracture was technique related most likely due to overtorqueing the abutment or failure to retighten the loose screw during routine maintenance.

Event description:
Clinician reported fracture above the threads. Surgical intervention will be required to remove the fractured portion of the abutment. Clinician indicated that patient will need to flap tissue to get fractured piece out.